Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation has not begun at this time. A 510(k) number is unknown at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A customer contacted baxter to report that the titanium catheter adapter separated from the catheter tubing while the transfer set was being changed to a new one. There is no allegation against the transfer set. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Furthermore, the sample was not returned to baxter, as the product is not manufactured by baxter. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. Sample evaluation: the actual sample was evaluated by the manufacturer. Following are the results of their evaluation: some scars were observed around the sample that was caused by something sharp. Dimensional test was performed without problem. Fitting test was performed without problem. Regarding the scars, something sharp could have been used around the titanium adapter. Baxter (B)(4) has re-trained the hospital staff with the appropriate procedure to connect the catheter adapter to transfer set. The cause of the alleged separation could be error in this procedure by the hospital staff.